Manufacturer narrative:
Based on the claim against the product by the customer noting the monopolar curved scissors (mcs) jaws did not close completely at times and the mcs would tilt downwards, an investigation is in progress to determine the cause of this reported event. The customer clarified that when the surgeon wanted to open the jaws, the jaws bent downward instead of opening. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the monopolar curved scissors instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, the monopolar curved scissors (mcs) jaws did not close completely at times. Without control of the operator, the mcs would tilt downwards. There was no problem for the patient and there was a 15-minute delay in the surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to and after its use and there was no damage or anything out of the ordinary seen. The customer clarified that when the surgeon wanted to open the jaws, the jaws bent downward instead of opening. The delay didn't occur during a critical step in the procedure. The problem occurred with the surgeon's head in the high resolution stereo viewer on the surgeon's console. No fragments fell into the patient. The procedure was completed as planned with an identical backup instrument without any problems. No images available.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. No functional test could be performed due to the cable breakage. The complaint regarding the mcs jaws did not close completely at times and the mcs would tilt downwards was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The following additional information was obtained: the monopolar curved scissors (mcs) instrument was inspected prior to and after its use and there was no damage or anything out of the ordinary seen. The customer clarified that when the surgeon wanted to open the jaws, the jaws bent downward instead of opening. The customer clarified that the mcs were not used on the patient's tissue and that the event occurred when they tried to open the mcs prior to catching the tissue. There was no tissue damage due to the issue. The delay did not occur during a critical step in the procedure. The problem occurred with the surgeon's head in the high-resolution stereo viewer on the surgeon's console. No fragments fell into the patient. The procedure was completed as planned with an identical backup instrument without any problems.

Event description:
Refer to h10/h11 for follow-up information.